Event description:
It was reported that one of the patient's two leads was fractured, however, prior to the procedure the patient was getting adequate relief. The fracture was noted during an ipg replacement. As a result, the patient's lead was explanted and replaced to address the issue. Reportedly, therapy was restored.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 4903183.

Manufacturer narrative:
Correction, h11 should have stated: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.